Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
On (B)(6)2015, the reporter contacted animas alleging that the up, down, and ok buttons were under responsive to button presses. The reporter confirmed that there was no known damage to the keypad buttons and indicated that there was no known moisture ingress to the pump. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
Follow-up #1: device evaluation: the pump has been returned and evaluated by product analysis on 08/14/2017 with the following findings: during investigation, the keypad was found to be intact; no damage was observed. All keypad buttons were intermittently unresponsive during testing. The keypad button cover was removed and adhesive contamination was found under the button contacts and the button contacts were cracked. Unrelated to the complaint, investigation revealed the display was extremely dim and discolored. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.